Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. The instrument was placed and driven on an in-house system and delivered energy with no signs of arcing on three of three attempts. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the fenestrated bipolar forceps (fbf) tip was chipped. The instrument was not used on the patient. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the plastic pulley cover was chipped.